Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Section h4: the device manufacture date is not known as the device lot number is not available/not reported. The issue regarding the cereglide being flattened was confirmed based on observed compressed condition. This investigation was performed based only on the photo provided. It should be noted that the device was reported as discarded. Therefore, no further analysis can be performed. The manufacturing record evaluation (mre) cannot be performed due to the lot number not being provided. If additional information is received at a later time, the investigation will be updated accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy procedure, the physician performed one pass and successfully removed the clot, achieving tici 3 reperfusion. The patient remained stable. However, the user noted that the cereglide 92 device (product code and lot number not available) became flattened when aspiration was applied. Despite the deformation, the procedure was completed without additional complications, and no harm to the patient was reported. No additional information is available.